Manufacturer narrative:
A ge service representative performed an on site investigation. The generator batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system emitted a sulphuric smell. No report of patient or staff injury.